Event description:
The reporter stated that the medifold is used for dialysis on a prisma pump using the patient's external jugular vein as access. They are experiencing air being in the pump and feel it is coming in via the medifold. There was no patient treatment or injury associated with this event.